Event description:
The customer reported the display is blank.

Manufacturer narrative:
(B)(4): the customer reported the display is blank. The unit was evaluated at philips, and the reported symptom was duplicated. Replacing the processor pca resolved the reported issue.